Manufacturer narrative:
Complaint history review; risk assessment. Manufacturing records were not reviewed because the lot # of the device was not provided. The device was not returned for evaluation. The root cause cannot be determined because the instruments were not returned and additional information regarding the event was not provided.

Event description:
It was reported that; during small surgery, the surgeon inserted the screws to l5(cbt)-s. And the surgeon tried to use the crosslink connector(medium). But the surgeon could not assembled the crosslink connector. Therefore the surgeon tried to remove the crosslink connector. When the surgeon loosened the center screw of the connector, the screw was deformed. Therefore the surgeon removed the crosslink connector with the rod. Afterwards, the surgeon used the large crosslink connector. But, the surgeon could not assembled the crosslink connector. Therefore the surgeon not used the crosslink connector.

Event description:
It was reported that; during small surgery, the surgeon inserted the screws to l5 (cbt)-s. And the surgeon tried to use the crosslink connector(medium). But the surgeon could not assembled the crosslink connector. Therefore the surgeon tried to remove the crosslink connector. When the surgeon loosened the center screw of the connector, the screw was deformed. Therefore, the surgeon removed the crosslink connector with the rod. Afterwards, the surgeon used the large crosslink connector. But, the surgeon could not assembled the crosslink connector. Therefore, the surgeon not used the crosslink connector.